Event description:
Motorized wheelchair spinning out of control. In 1994 controls were replaced. The new system disconnects every 10 mins and is also continually out of service. Tubing inappropriate causing breakdown from blockage or leakage. Electronics, 3 computer modules gratuitously complex. Too complicated to adjust, repair, coordinate without assistance from rptr and repairman will not come to her home.